Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with enterocele repair. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent partial hysterectomy due to incontinence, cystocele, rectocele, enterocele, and uterine prolapse. It was reported that following insertion the patient experienced pain, urinary/bowel problems, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal, scar revision, and anterior/posterior repair on (B)(6) 2011. No additional information was provided.